Event description:
It was reported that the pt was scheduled for by-pass surgery. While in the operating room the intra-aortic balloon (iab) was prepped and the sheath was inserted into the pt's femoral artery. The iab was inserted successfully. The iab was connected to a datascope pump (the datascope tubing was used) and the pump alarmed helium loss. There was no blood in the helium tubing; the catheter was not kinked. The perfusionist performed a leak test. At this time, the perfusionist requested another pump and again the second datascope pump alarmed helium loss. The perfusionist tried a third datascope pump and this pump also alarmed helium loss. The iab was removed with the sheath as one unit. There was no reported pt death or injury. Medical/surgical intervention was not required. There was a delay / interruption in iabp therapy for the time frame required to prep and insert another iab. There were no reported pt complications and the pt outcome is ok. Reference MDR #1219856-2011-00445 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.